Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was removed from the distal common bile duct of a patient, on (B)(6) 2011, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis in 2005. On (B)(6) 2010, liver function tests were recorded, and no baseline biliary obstructive symptoms assessed. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to the stent placement procedure and the stricture was previously dilated with one plastic stent. The plastic stent was removed prior to the study stent placement. A 10mm x 40mm wallflex biliary fully covered stent was deployed in satisfactory position across the stricture and the patient was treated as an inpatient. The patient was discharged on (B)(6) 2010. On november 16, 2011, approximately 342 days post study stent placement, during the per-protocol removal of the study stent, the site noted difficulty in removing the stent due to a broken retrieval loop. The study stent was removed in one piece and there were no patient complications or hospitalizations as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was removed from the distal common bile duct of a patient, on (B)(6) 2011, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was previously diagnosed with chronic pancreatitis in 2005. On (B)(6) 2010, liver function tests were recorded, and no baseline biliary obstructive symptoms assessed. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to the stent placement procedure and the stricture was previously dilated with one plastic stent. The plastic stent was removed prior to the study stent placement. A 10mm x 40mm wallflex biliary fully covered stent was deployed in satisfactory position across the stricture and the patient was treated as an inpatient. The patient was discharged on (B)(6) 2010. On (b)(6 2011, approximately 342 days post study stent placement, during the per-protocol removal of the study stent, the site noted difficulty in removing the stent due to a broken retrieval loop. The study stent was removed in one piece and there were no patient complications or hospitalizations as a result of this event.

Manufacturer narrative:
Reported issues of 'stent broke' and 'stent difficult to remove. E7016 wallflex biliary fc benign stricture. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
It was noted that only the stent was returned for analysis and the stent delivery system was not returned. A visual examination of the returned stent revealed that the stent cover was disintegrated in several areas along its length. Stent wires at the retrieval loop end of the stent were unraveled and the opposite end of the stent was compressed. It is probable that the damage to the stent cover and stent wires occurred while attempting to remove the stent from the patient. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication. Wire mesh disruption is listed as a potential complication associated with stent removal in the boston scientific wallflex biliary fc benign stricture study protocol. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and the device was used per the e7016 wallflex fully covered benign stricture study protocol.